Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of june 5, 2017, was chosen as the best estimate based on the admission date. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2401 captures the reportable event of other injury of the urethra. Impact code f08 captures the reportable event of prolonged hospitalization. Impact code f2303 captures the reportable event of medication required.

Event description:
It was reported that a uromax ultra balloon dilation catheter was used during a dilation of urethra, via natural or artificial endoscopic opening procedure performed on (B)(6) 2017, to treat a patient with calculus of kidney. During the procedure, the patient's urethra was injured. The patient was discharged two (2) days post-procedure.